Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the left arrow button of the insulin pump sometimes had to be pressed more than once to work. The insulin pump had random no delivery alarms and the insulin pump rejected new batteries. The insulin pump was making more noise during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.